Manufacturer narrative:
A complete lead was returned in one piece measuring 86.3cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for re-evaluation. The patient experienced shortness of breath and congestive heart failure symptoms. Elevated threshold was noted on the left ventricular lead. Upon review of fluoroscopy and chest x-ray, the physician determined this was due to the position of the lead. The lead was explanted and replaced. The patient was recovering without adverse events.